Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/oct/2018. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reports a left side seroma-late. Patient representative reports "partial dehiscence in horizontal suture", "spontaneous drainage of acute seroma", and pain. The device has been explanted.